Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The reporter alleged that the ok/enter button was under responsive on the keypad. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 26-mar-2019 with the following findings: during investigation, the keypad was intact, and responsive to user input. The alleged keypad damage, and tactile changes was unable to be duplicated. The keypad was removed, and no evidence of contamination was found on the button contacts. The pump was opened and no evidence of moisture corrosion was found near the keypad connector. Unrelated to the original complaint, the battery compartment was cracked below and above the grip pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.